Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient reported that cgm values were both higher and lower than blood glucose values and reported the following discrepancy: cgm reading at 170 mg/dl and blood glucose meter reading at 90 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.